Event description:
It was reported that pump quick bolus and wake button did not function as expected, with caller experiencing extreme difficulty and needing multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.